Event description:
MFR received a report from an attorney alleging a pt fell from a pt lift. As a result of this incident, the pt sustained a broken hip and a laceration requiring stitches. Eval of the device has not been permitted and a specific malfunction has not been identified.